Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy procedure, a piece from the tip of the large needle driver instrument detached and fell inside the patient. The fragment was retrieved during the same procedure. The procedure was completed. The customer stated that the detached piece originated from the needle driver instrument, not the surgical needle. The instrument was inspected prior to use and no damage or abnormalities were noted. During the surgical procedure, the surgeon did not observe any issues with the instrument¿s functionality, and there was no collision with other instruments or hard materials. All fragments were retrieved and confirmed visually, using a grasper. The patient has not returned to the hospital due to complications related to a retained foreign object, and no complications occurred as a result of the issue. No additional procedure was required to remove the fragment.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument for failure analysis evaluation. The large needle driver instrument was analyzed and found to have a detached carbide insert on one grip. The carbide insert was not returned, measuring roughly 0.1925" x 0.0775" in size. The mating grip surface exhibited full coverage of brazing material. The grip surrounding the carbide insert did exhibit damage and the grip tip was bent. A review of the provided image was performed which was consistent with the failure analysis findings: from the image, the detached pieces appear to be one of the grips (or part of the grip) of a needle driver.